Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient's cgm was displaying 150 mg/dl while their bg was 47 mg/dl. During this time, the patient was weak, shaky and throwing up. Her daughter took her to the emergency room. In the emergency room, a nurse checked the finger stick several time and the patient's bg was around 30 mg/dl to 40 mg/dl. She was given sugar water via IV. The patient was discharged the next day. The length of stay in the hospital (less than or more than 24 hours) is unknown. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.